Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, oversensing was observed. Intermittent noise was observed. Programming changes were made. Noise continue to be observed. The device was explanted and replaced. There were no patient complications during the procedure and the patient was fine in the recovery room.